Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred during ablation of the right superior pulmonary vein (rspv). Activity of the phrenic nerve did not return at the end of the case. The case was completed with radiofrequency. It was later confirmed that the pnp did not recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed eleven applications were performed with balloon catheter 2af284 lot number 22369 without any system notice. In conclusion, the reported clinical issue (phrenic nerve palsy) could not be confirmed through data analysis. There is no indication that the balloon catheter contributed to the adverse event. The balloon catheter 2af284 with unknown lot number was not returned for investigation. If information is provided in the future, a supplemental report will be issued.